Event description:
Customer alleged getting mastitis due to suction issues with the elvie pump and has been prescribed medicine. The customer stated "now this is not a product that I need anymore. I'm out of milk, have a boil that needs emptying and am on antibiotics." This customer got an abscess and is taking a second round of antibiotics for this.